Event description:
It was reported the patient experienced pain located at the ipg site. As such, the ipg was explanted and replaced in at a new site. Reportedly, the pain at the previous ipg site has resolved.

Manufacturer narrative:
Date of the event is estimated.